Manufacturer narrative:
The customer reported that the transmitter overheated, the batteries became extremely hot. The device will not power on. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the transmitter overheated, the batteries became extremely hot. The device will not power on. No patient harm was reported.

Manufacturer narrative:
The customer reported that the transmitter overheated, the batteries became extremely hot. The device will not power on. No patient harm was reported. The device was evaluated for possible short circuits and none found. Battery type confirmed. Battery is not equivalent to recommended. Letter followed to customer advising to switch battery types. The batteries required for this investigation were not returned. New batteries were inserted into the unit and heating could not be duplicated. Inspection of the negative contacts shows resin melting at the spring which per the nkc investigation is indicative of improper battery insertion. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.